Manufacturer narrative:
The technician was unable to duplicate the issue. No further info is available on the repair of the bed at this time.

Event description:
The technician alleged the bed would not place a nurse call. No injury reported.